Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturing representative reported, the implantable neurostimulator (ins) was replaced and the short resolved after the revision. The patient had a history of a short with electrode pair 0-1 that sometimes showed normal impedance and sometimes showed a short. When the patient&#38112;ins was replaced there were no shorts showing on electrode pair 0-1.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# v641328, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received from a healthcare professional reported the incident of impedance issues was first observed on (B)(6) 2015. The patient was stable with occasional issues with mobility and tremor and had to pay more attention to his walking but had denied falls or stumbling episodes. There was marked right sided tremor and gait difficulties. There was rigidity, bradykinesia, coordination was intact, gait with stopped posture, decreased arm swing, decreased right side stride length with foot dragging, impaired tandem and retropulsion. Back in (B)(6) the patient had been hospitalized due to pneumonia and was discharged on (B)(6). The patient was supposed to be taking carbidopa/levodopa ER 25/100mg 2 tab three times a day and benztropine 1 mg 3 tabs twice a day but the patient does not take full doses or at the time he was supposed to be taking them. There was usually wearing off of benefits when levodopa was not taken on schedule. The patient had denied any side effects of somnolence, hallucinations or dyskinesias. At the appointment on (B)(6) 2015 a movement disorder review of systems was done and the patient was noted to have fatigue, weight loss, poor appetite, double vision, difficulty focusing eyes, loss of smell, voice slurring, soft low voice volume, drooling, light headedness on standing, urinary frequency/urgency, urinary incontinence, frequent urination at night, back pain, joint pain/arthritis, muscle cramping, depression, anxiety, hallucination, sudden sleep episodes during the day, difficulty sleeping, memory decline, difficulty finding words, disorientation/confusion episodes, impulse control issues, and easy bruising. The deep brain stimulator had been off since (B)(6) 2015, the patient had not known how or when it turned off. Battery reserve was showing 2.93v. Electrode impedance was clear on left at 1.5v and on right at 3.0v. Therapy impedance on the left was 110 and on the right 1339, 3.700 uamps. Left side settings were 0-1+2- and right side were 9-10+11- with a voltage of 5.0v on both sides, 90usec on both sides and 190hz on both sides. They were unable to do any programming as the stimulator does not turn on. They were receiving a message saying the neurostimulator had reached end of service (eos). The stimulator had prematurely reached eos, there had been sudden battery drainage. This was likely due to a short circuit. The device was replaced on (B)(6) 2015. The device was also noted to have been replaced on (B)(6) 2015 which was contradicting information. The patient was prescribed neupro 2mg patch every 24 hours to help with compliance and wearing off. The patient was instructed to return in about 4 months for deep brain stimulation appointment.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found there were no significant anomalies. The ins battery was at normal end of life and telemetry and output were okay.

Event description:
Patient settings were for the left 0-1+2-, 5v, 90us, 190hz, left subthalamic nucleus 99 current high and for the right were 9-10+11-, 5v, 90us, 190hz, 1367 ohms, 3.625. Impedances for the left were c/0-1159, c/1-1064, c/2-1228, c/3-1270, 0/1-327, 0/2-1547, 0/3-1927, 1/2-1416, 1/3-1850 and 2/3-1464. For the right they were c/8-1536, c/9-1566, c/10-1487, c/11-1509, 8/9-2956, 8/10-3053, 8/11-3319, 9/10-2694, 9/11-3115 and 10/11-2538. The estimated to elective replacement indicator was less than 3 months. Short circuit was used in programming. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# v641328, implanted: (B)(6) 2013, product type lead. Product ID: 3389-40, lot# v641328, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type ; extension . Product ID: 3706660, serial# (B)(4), implanted:(B)(6) 2013, product type:extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was at end of service (eos) in (B)(6) prior to the date of this report. The ins had "spontaneously turned off on (B)(6) 2015 and was at eos. Battery depletion was premature; the ins had only lasted about 3 months. Impedance testing done and there were high impedances. Therapy impedance on the right hemisphere was 1339/3.700 and the left hemisphere therapy impedance was 110/high. Electrode impedance on the left reported "clear" at 1.5v and "clear" at 3v. The patient was in the hospital on (B)(6) 2015 for pneumonia. X-rays and a possible electrocardiogram (EKG) were taken. No action was required and the issue was not resolved. There was less than 50% therapy relief. The cause was not determined.